Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, an analysis of the event unit could not be performed and applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. Applied medical has reviewed the details surrounding the event and is unable to determine the and the exact root cause of the event.

Event description:
Name of procedure performed: laparoscopic appendicectomy. Information received via email from medsafe 17.02.2021: catch bag opened and operated normally. Surgeon struggled to remove bag post-operatively. Discovered one of the metal arms that held the bag opened had detached from the device and was sticking out of bag. Surgeon re-inserted ports and examined abdomen thoroughly. No injuries seen. Patient monitored for 24 hrs. Device discarded at the end of the procedure. Patient status: patient is fine, and completely unaffected type of intervention: surgeon re-inserted ports and examined abdomen thoroughly. Patient monitored for 24 hrs.

Event description:
Name of procedure performed: laparoscopic appendicectomy. Information received via email from medsafe on 17.02.2021: catch bag opened and operated normally. Surgeon struggled to remove bag post-operatively. Discovered one of the metal arms that held the bag opened had detached from the device and was sticking out of bag. Surgeon re-inserted ports and examined abdomen thoroughly. No injuries seen. Patient monitored for 24 hrs. Device discarded at the end of the procedure. Patient status: patient is fine, and completely unaffected. Type of intervention: surgeon re-inserted ports and examined abdomen thoroughly. Patient monitored for 24 hrs.

Manufacturer narrative:
The event date is being updated from (B)(6) 2021 to ni.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure performed: laparoscopic appendicectomy. Catch bag required more effort than usual in order to open - very hard to release bag from inside. Operation was already difficult to begin with and needed lots of extra maneuvering to get appendix out, henceforth surgeon just asked for a new catch bag, and the new catch bag worked just fine. Additional information requested by [name} on 15.feb.2021: regarding complaint sheet in attachments: could you please confirm that the below and attached document [name] is for the cer you submitted on friday (to be collected today), also attached? As the lot and description appear to be the same. Additional information received by [name] via email 15.feb.2021: yes this is the same product fault. The paper work comes from a 3rd party - [name] - who manage the procurement for this dhb. I submitted this cer before it was processed their end. As we have the 24hr window to report. If you could pair them up that would be great. Additional information received via email from (B)(6) 17.02.2021: catch bag opened and operated normally. Surgeon struggled to remove bag post-operatively. Discovered one of the metal arms that held the bag opened had detached from the device and was sticking out of bag. Surgeon re-inserted ports and examined abdomen thoroughly. No injuries seen. Patient monitored for 24 hrs. Device discarded at the end of the procedure. Product returning. Patient status: no injuries. Type of intervention: product was replaced with another.